Event description:
Additional information reported that the drug was depleted from the pump due to a failure to refill the pump. The patient experienced withdrawal that was secondary to the pump depletion. The pump was refilled on (B)(6) 2013. The patient¿s outcome was noted as ¿no injury.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's pump was alarming. The patient was admitted to the hospital on (B)(6) 2013 and had become symptomatic. The patient was going to be put on patient-controlled analgesia (pca) to help manage the symptoms. It was reported the pump was empty and they were going to refill it. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).